Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, it was noticed that the ligator could not suction the varices. When attempting to deploy the bands, it would not also deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, it was noticed that the ligator could not suction the varices. When attempting to deploy the bands, it would not also deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned component was just the handle (without the ligator housing). The returned handle had marks of trip wire indicating that it was secured. Also, the suture was intact. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned. Upon analysis of the returned component, the handle had marks of trip wire indicating that the trip wire was secured into the handle. Also, the suture was intact. Since the ligator housing was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.